Event description:
The customer reported that they received questionable high results for an unspecified number of patient samples tested for ion selective electrode (ise) potassium. The customer noted that she received an "unstable" flag when first running patient samples. The customer then replaced the ise potassium electrode and repeated patient samples. Upon repeat, the patient samples were found to be in the "normal" range. The customer provided data for two patient samples that were questioned. Of the two samples, one was found to have an erroneous result that was reported outside of the laboratory. The sample initially resulted as 4.5 mmol/l and this value was reported outside of the laboratory to the physician. After the electrode was changed, the sample was repeated and resulted as 3.6 mmol/l. The physician was called and a corrected report was filled out. The patient was not adversely affected. The ise potassium electrode lot number was 21535041 with an expiration date of 09/19/2014. The customer declined a service visit since the issue appeared to have been caused by the potassium electrode. A specific root cause could not be determined based on the provided information. Investigations have determined that the centrifugation time of the sample was too short. Additional information required for investigation was requested, but not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.